Event description:
It was reported, the patient experienced pain at the ipg site. The reported discomfort was said to be present regardless of the device's function. Surgical intervention was undertaken to explant and replace the patient's ipg. The new device was also relocated to the patient's buttocks.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.